Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and device breakage ("surgery was in sep to get fragments out") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), weight increased ("weight increased"), weight decreased ("lost some weight"), limb discomfort ("I have had my legs bother") and abdominal distension ("bloating"). The patient was treated with surgery to remove essure and its fragments out. At the time of the report, the pelvic pain, device breakage, weight increased, weight decreased, limb discomfort and abdominal distension outcome was unknown. The reporter provided no causality assessment for limb discomfort, weight decreased and weight increased with essure. The reporter considered abdominal distension, device breakage and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: pain, bloating and surgery was in sep to get fragments out. Most recent follow-up information incorporated above includes: on 23-mar-2018: pfs received: reporter information, events- pain, bloating and surgery was in sep to get fragments out (seen as a device breakage) were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device breakage ('surgery was in sep to get fragments out') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), limb discomfort ("I have had my legs bother"), abdominal distension ("bloating") and scar ("scar tissue") and was found to have weight increased ("weight increased") and weight decreased ("lost some weight"). The patient was treated with surgery (surgery abdominal hysterectomy, ovaries removed and to get fragments out). Essure was removed. At the time of the report, the pelvic pain and abdominal distension had resolved and the device breakage, weight increased, weight decreased, limb discomfort and scar outcome was unknown. The reporter provided no causality assessment for limb discomfort, weight decreased and weight increased with essure. The reporter considered abdominal distension, device breakage, pelvic pain and scar to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: pain, bloating and surgeryt was in sep to get fragments out. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received: newly added newts- scar, reporter was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device breakage ('surgery was in sep to get fragments out') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), limb discomfort ("I have had my legs bother") and abdominal distension ("bloating") and was found to have weight increased ("weight increased") and weight decreased ("lost some weight"). The patient was treated with surgery (surgery abdominal hysterectomy and to get fragments out). Essure was removed. At the time of the report, the pelvic pain and abdominal distension had resolved and the device breakage, weight increased, weight decreased and limb discomfort outcome was unknown. The reporter provided no causality assessment for limb discomfort, weight decreased and weight increased with essure. The reporter considered abdominal distension, device breakage and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: pain, bloating and surgeryt was in sep to get fragments out. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: information from duplicate cases (B)(4), including reporters. Event outcome of pain and bloating was updated to recovered. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device breakage ('surgery was in sep to get fragments out/ she removed the part she saw (leaving frag in my uterus)') and pelvic adhesions ('pelvic adhesions') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criteria medically significant and intervention required), limb discomfort ("I have had my legs bother"), abdominal distension ("bloating") and scar ("scar tissue") and was found to have weight increased ("weight increased") and weight decreased ("lost some weight"). The patient was treated with surgery (surgery abdominal hysterectomy, ovaries removed, open/abdominal tubal in 2009 and to get fragments out). Essure was removed in 2014. At the time of the report, the pelvic pain and abdominal distension had resolved and the device breakage, pelvic adhesions, weight increased, weight decreased, limb discomfort and scar outcome was unknown. The reporter provided no causality assessment for limb discomfort, weight decreased and weight increased with essure. The reporter considered abdominal distension, device breakage, pelvic adhesions, pelvic pain and scar to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: pain, bloating and surgeryt was in sep to get fragments out. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new event "pelvic adhesion" were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and device breakage ("surgery was in sep to get fragments out") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), weight increased ("weight increased"), weight decreased ("lost some weight"), limb discomfort ("I have had my legs bother") and abdominal distension ("bloating"). The patient was treated with surgery (surgery) and surgery (to get fragments out). Essure was removed. At the time of the report, the pelvic pain, device breakage, weight increased, weight decreased, limb discomfort and abdominal distension outcome was unknown. The reporter provided no causality assessment for limb discomfort, weight decreased and weight increased with essure. The reporter considered abdominal distension, device breakage and pelvic pain to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following were reported via social media: pain, bloating and surgery was in sep to get fragments out. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('surgery was in sep to get fragments out/ she removed the part she saw (leaving frag in my uterus)') and pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pelvic adhesions ("pelvic adhesions"), limb discomfort ("I have had my legs bother"), abdominal distension ("bloating"), scar ("scar tissue"), nausea ("sick to my stomach"), adenomyosis ("adenomyosis"), inflammation ("inflammation") and fatigue ("fatigue") and was found to have weight increased ("weight increased"), weight decreased ("lost some weight") and hormone level abnormal ("hormone interference"). The patient was treated with surgery (surgery abdominal hysterectomy, ovaries removed, open/abdominal tubal in 2009 and to get fragments out). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, pelvic adhesions, weight increased, weight decreased, limb discomfort, scar, nausea, adenomyosis, inflammation, hormone level abnormal and fatigue outcome was unknown and the pelvic pain and abdominal distension had resolved. The reporter provided no causality assessment for limb discomfort, weight decreased and weight increased with essure. The reporter considered abdominal distension, adenomyosis, device breakage, fatigue, hormone level abnormal, inflammation, nausea, pelvic adhesions, pelvic pain and scar to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: pain, bloating, pelvic adhesion and surgery was in sep to get fragments out, sick to my stomach, adenomyosis, inflammation, hormone interference, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: reporter added. Event inflammation, hormone interference, fatigue added. On 23-mar-2020: social media content received: reporter added. Fu 23 and 24 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device breakage ('surgery was in sep to get fragments out/ she removed the part she saw (leaving frag in my uterus)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic adhesions ("pelvic adhesions"), limb discomfort ("I have had my legs bother"), abdominal distension ("bloating"), scar ("scar tissue"), nausea ("sick to my stomach") and adenomyosis ("adenomyosis") and was found to have weight increased ("weight increased") and weight decreased ("lost some weight"). The patient was treated with surgery (surgery abdominal hysterectomy, ovaries removed, open/abdominal tubal in 2009 and to get fragments out). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abdominal distension had resolved and the device breakage, pelvic adhesions, weight increased, weight decreased, limb discomfort, scar, nausea and adenomyosis outcome was unknown. The reporter provided no causality assessment for limb discomfort, weight decreased and weight increased with essure. The reporter considered abdominal distension, adenomyosis, device breakage, nausea, pelvic adhesions, pelvic pain and scar to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: pain, bloating, pelvic adhesion and surgeryt was in sep to get fragments out. The following information was received from social media - sick to my stomach, adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event added- sick to my stomach. Reporter information were added. On 20-mar-2020: social media received. Reporter information were added. On 20-mar-2020: social media received. Event added- adenomyosis. Reporter information were added. On 20-mar-2020: social media received. Reporter information were added. Date of removal updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('surgery was in (B)(6) to get fragments out/ she removed the part she saw (leaving frag in my uterus)') and pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced crohn's disease ("crohn's disease") with diarrhoea. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pelvic adhesions ("pelvic adhesions"), limb discomfort ("I have had my legs bother"), abdominal distension ("bloating"), scar ("scar tissue"), nausea ("sick to my stomach"), adenomyosis ("adenomyosis"), inflammation ("inflammation"), fatigue ("fatigue"), oedema ("edema"), abdominal pain ("abdominal pain"), eructation ("belchy") and flatulence ("gassy") and was found to have weight increased ("weight increased / 50 pounds gained"), weight decreased ("lost some weight / lost 22 pounds of the 50") and hormone level abnormal ("hormone interference"). The patient was treated with surgery (total abdominal hysto / oophrectomy and open/abdominal tubal in 2009). Essure was removed on (B)(6) -2014. At the time of the report, the device breakage, pelvic adhesions, limb discomfort, scar, nausea, adenomyosis, inflammation, hormone level abnormal, fatigue, abdominal pain, eructation and flatulence outcome was unknown, the pelvic pain, abdominal distension, crohn's disease and oedema had resolved, the weight increased was resolving and the weight decreased had not resolved. The reporter provided no causality assessment for limb discomfort, weight decreased and weight increased with essure. The reporter considered abdominal distension, abdominal pain, adenomyosis, crohn's disease, device breakage, eructation, fatigue, flatulence, hormone level abnormal, inflammation, nausea, oedema, pelvic adhesions, pelvic pain and scar to be related to essure. No further causality assessment were provided for the product. Concerning the injuries reported in this case, the following were reported via social media: pain, bloating, pelvic adhesion and surgery was in sep to get fragments out, sick to my stomach, adenomyosis, inflammation, hormone interference, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report received. New events abdominal pain, belchy and gassy added. Reporters added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('surgery was in sep to get fragments out/ she removed the part she saw (leaving frag in my uterus)') and pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced crohn's disease ("crohn's disease") with diarrhoea. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pelvic adhesions ("pelvic adhesions"), limb discomfort ("I have had my legs bother"), abdominal distension ("bloating"), scar ("scar tissue"), nausea ("sick to my stomach"), adenomyosis ("adenomyosis"), inflammation ("inflammation"), fatigue ("fatigue") and oedema ("edema") and was found to have weight increased ("weight increased / 50 pounds gained"), weight decreased ("lost some weight / lost 22 pounds of the 50") and hormone level abnormal ("hormone interference"). The patient was treated with surgery (total abdominal hysto / oophrectomy and open/abdominal tubal in 2009). Essure was removed on (B)(6)2014. At the time of the report, the device breakage, pelvic adhesions, limb discomfort, scar, nausea, adenomyosis, inflammation, hormone level abnormal and fatigue outcome was unknown, the pelvic pain, abdominal distension, crohn's disease and oedema had resolved, the weight increased was resolving and the weight decreased had not resolved. The reporter provided no causality assessment for limb discomfort, weight decreased and weight increased with essure. The reporter considered abdominal distension, adenomyosis, crohn's disease, device breakage, fatigue, hormone level abnormal, inflammation, nausea, oedema, pelvic adhesions, pelvic pain and scar to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: pain, bloating, pelvic adhesion and surgery was in sep to get fragments out, sick to my stomach, adenomyosis, inflammation, hormone interference, fatigue. Quality-safety evaluation of ptc: unable to confirm complain. Most recent follow-up information incorporated above includes: on (B)(6)2020: social media report received. Reporters added. New events 'crohn's disease' and 'edema' added. Outcome for 'weight increased' updated. Product start date added on(B)(6)-2020: processed with fu 25 based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.